Manufacturer narrative:
Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method & results: -device history a review of the DHR associated with rio 311 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events ((B)(4)). Trend request for this part number has been submitted (trend request #925). Conclusion: device inspection could not be performed for the reported vibration event, no session data was provided. Four communication attempts were made. It was reported that "afterwards, 3.1.1.1 was installed and the robot was no longer vibrating." The device was not returned to manufacturer.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The robot was vibrating after the software upgrade which did not include the software patch, 3.1.1.1. Vibration occurred upon entering haptics at which point the surgeon switched to manual.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The robot was vibrating after the software upgrade which did not include the software patch, 3.1.1.1. Vibration occurred upon entering haptics at which point the surgeon switched to manual.